Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that emergency medical services discovered the patient unconscious on the floor after three hours, with heart rate in the 20s. Loss of right ventricular (rv) capture was noted via a remote monitoring transmission sent from the emergency department (ed). The device was interrogated which revealed ectopy in the presenting rhythm, decreased atrial sensing, absent intact conduction, and elevated atrial and rv threshold. The thresholds were noted to be three times larger than the previously measured values from the patient's previous office visit. During rv threshold testing, the patient's rate appeared to accelerate into ventricular tachycardia (vt) at 105 bpm. Atrial and rv overdrive pacing was attempted with minimal success. Multiple defibrillation shocks were administered and the patient was intubated. The patient was last noted to be in stable condition. It was later noted that while in the ed, the patient was hypoglycemic and was administered atropine due to sinus bradycardia. The device and leads remain in use. No further patient complications have been reported as a result of this event.